Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 52 mg/dl. The customer treated low blood glucose level with food. The insulin pump also received unexpected restart alarm. The customer stated that he had to rewind the insulin pump and reset time and date. The customer was able to rewind the insulin pump and stated that the error did not reoccur after troubleshooting. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.